Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient will undergo a procedure wherein the existing leads and ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patient was getting unwanted stimulation. The patient underwent a revision procedure wherein the ipg, leads, and splitters were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a procedure wherein the existing leads and ipg will be replaced for an unknown reason.